Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely that the loss of water tightness was due to damage to the protector.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the autoclavable camera head, which is an Olympus asset with no reported complaint. During the evaluation of the device, a loss of watertightness was observed. The service repair technician indicated that the most likely cause of the water tightness lost was due to damage to the protector. There was no patient involvement